Manufacturer narrative:
Receiving analysis: received the following devices on 6/30/2016: one opened unused cl3364, 9" ext. Set w/chemolock port, 2 clamps and 2 graduated connectors, lot# unknown. One opened unused foley catheter. One opened unused foley bag. The devices were not connected upon arrival. Functional testing: the barbed end of the cl3364 was inserted into the foley catheter. The force to remove the barbed fitting on the cl3364 set from the foley catheter was 2.79lbf which met product specification. When the barbed fitting on the cl3364 set was attempted to be connected to a foley bag connector, the foley bag connector was confirmed to be cracked prior to being connected. Final analysis summary: the complaint of cl3364 set connection problems with a foley catheter and foley bag was confirmed. A more aggressive barb design would connect better to the foley catheter but our product met all product specifications. A large tapered female adapter would best connect to the foley bag, not a barbed fitting. There were no manufacturing defects with the cl3364 assembly. ICU engineering has been notified and is working with the customer to provide a suitable connection for this application.

Event description:
Complaint received regarding with two cl3364, 9" ext. Set w/chemolock port, 2 clamps and 2 graduated connectors, lot# unknown. "Customer reports that they have had two events within one week where the cl3364 has become disconnected from the foley and from the foley catheter resulting in a chemo spill. One event was with an elderly man who was laying in the chemo after it spilled in the bed. They had to cleanse his skin after the exposure to mitomycin. Customer reports that if they push the graduated adapter into the foley bag adapter, it results in cracks. (Please see samples where foley adapter is cracked). Also, customer reports that the graduated adapter does not fit tightly into the foley catheter and that it take very little force to pull the adapter out of the foley compared to that of that foley adapter on the foley bag." There was unprotected chemo exposure reported. No serious adverse clinician/patient consequences reported.